Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/15/2018. Medical records reviewed for MDR reportability. Patient's right attune total knee replacement was revised to address pain, instability and possible tibial loosening. Revising surgeon indicated that the tibial component was "not cemented on well at all" in contrast to the femur, which was well-fixed. No additional information was provided regarding which specific tibial interface--cement to implant, or cement to bone, was loose. Femur, tibial base plate, and tibial insert were revised to competitor products; patella was retained. Cement manufacturer for primary surgery unknown. It is noted that the patient's knee was re-vised at a later date to address a metal allergy, but this affected the competitor products only (the retained depuy patella was an all-polyethylene product containing no metal components). Doi: (B)(6) 2015; dor: (B)(6) 2016; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 22 november 2019. 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 july 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.